Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 32-year-old female patient who had essure (batch no. 762413-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011,the patient had essure inserted. On (B)(6) 2011, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparascopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Reporter's information was added. Outcome of event pain was updated to recovering/ resolving. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. 762413-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent laparascopic hysterectomy/bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information for quality safety evaluation of product technical complaint (reported batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. 762413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent laparoscopic hysterectomy/bilateral salpingectomy). At the time of the report, the pelvic pain, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, vaginitis, vulvovaginitis, depression, mental anguish added. Lot number,event pain outcome,reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. 762413-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norgestimate (ortho cyclen), medroxyprogesterone acetate (provera), naproxen sodium (anaprox) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression") and anxiety ("mental anguish"), 4 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent laparascopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and vulvovaginitis had resolved and the dyspareunia, menstrual disorder, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancy noted: in current follow up plaintiff reported that she had not removed her essure patient received treatment for events ¿ abnormal bleeding, bladder or urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received:outcome of pelvic pain, vaginal bleeding, menorrhagia, vaginitis, vulvovaginitis updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. 762413-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norgestimate (ortho cyclen), medroxyprogesterone acetate (provera), naproxen sodium (anaprox) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression") and anxiety ("mental anguish"), 4 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent laparascopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancy noted: in current follow up plaintiff reported that she had not removed her essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: event abdominal pain added. Concomitant medication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. 762413-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norgestimate (ortho cyclen), medroxyprogesterone acetate (provera), naproxen sodium (anaprox) and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), depression ("depression") and anxiety ("mental anguish"), 4 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent laparascopic hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, vulvovaginitis, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: discrepancy noted: in current follow up plaintiff reported that she had not removed her essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic hysterectomy). At the time of the report, the pelvic pain, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.